Event description:
Additional information received that the patient was on three different antibiotics post-surgery. Cultures were taken.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced redness and swelling at the scs ipg pocket site. As a result, surgical intervention was undertaken wherein the scs ipg was explanted and replaced with a new ipg on the opposite side of the body. Reportedly, patient was on antibiotics after the procedure and the infection resolved.